Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: unknown acetabular shell, pn unknown, ln unknown, delta cer fem hd 32/+3mm t1, pn 650-1161, ln 2017100737. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a liner did not seat well. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One g7 hi-wall arcomxl lnr 32mm e was returned and evaluated. Upon visual inspection the locking feature of the liner is damaged. The liner was cut and so damage would not be assessed on all of the scallops. Some scallop show impaction. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.